Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a loss of capture and undersensing which resulted in the patient experiencing syncope. The rv lead was reprogrammed and, a few days later, it was capped and replaced. No further patient complications have been reported as a result of this event.